Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient's blood glucose level rose to more than 300 mg/dl while wearing the pod between 24 and 36 hours. The pod needle deployed and the pod cannula inserted into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (arm), there was blood on the cannula and there was redness or swelling at the infusion site. As treatment, a new pod was applied.